Event description:
Physician reported capsular contracture - baker grade ii-iii. Device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade ii-iii.

Event description:
Physician reported capsular contracture - baker grade ii-iii. Device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported capsular contracture - baker grade ii-iii. Device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints codes are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported capsular contracture - baker grade ii-iii. Device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
Correction to g.3 aware date for supplemental #1. The aware date should have been listed as 31/oct/2024.